Event description:
It was reported that before surgery the new fan spray kit did not work. At product evaluation investigation it was found that the battery had leaked some electrolyte. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation is complete. This is an initial final report submission. Visual examination/inspection of the returned product determined the device would not power on when connected to the original battery pack, but did power on and function normally when connected to the lab battery pack. Additionally, the inspection found the voltage of one of the batteries was .04v, and the battery had leaked some electrolyte. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.